Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the there was difficulty removing and the device became entrapped on the guidewire. A 2.4mm jetstream xc atherectomy catheter and 0.014 thruway guidewire were selected for a procedure in the superficial femoral artery (sfa). The physician was unable to pull the jetstream catheter out from the patient as it was stiff. The catheter became stuck to the guidewire. The devices were able to be removed out together from the sheath. There were no patient complications reported and the patient's condition was good.